Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2016 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the cartridge compartment at the threads and two battery compartment cracks were observed. Unrelated to the complaint, the display was found to be dim, fading and discolored. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged and punctured. The audio bolus button responded appropriately during testing. Additionally, evaluation revealed an unrelated crack in the pump case between the case seal and display lens.